Manufacturer narrative:
Device was used for treatment, not diagnosis the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint condition for the 351.782 lot number 5011194 holding forceps was likely caused by over nine years of use; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 351.782 holding forceps are an instrument routinely used in the flexible reamers for intramedullary nails system. The device was returned and reported to have been found with a broken tip preoperatively. This condition is confirmed; one of the distal holding portions of the forceps is broken along a rough fracture surface very near to the central hinge screw. It is likely that over nine years of use has led to this complaint condition. The technique guide does at times recommend hammer blows on the device during surgery. The device was manufactured in july 2006 and is over nine years old. The balance of the returned device is in fairly worn condition with markings along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. No non-conformance reports were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of device breakage is unknown. The broken instrument was left for the inventory control manager on (B)(6) 2015, but it is unknown if the device actually broke on that day. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: july 4, 2006. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pair of holding forceps was found to broken pre-operatively. The tip of one side of the forceps was completely broken off. There was no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).